Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed passed. Receiver charge and boot testing were performed and failed receiver was vibrating continuously and would not turn on. The receiver case was opened, and an internal visual inspection was performed and passed. The log was not downloaded for review because the receiver was vibrating continuously and would not turn on. Confirmation of the complaint was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.